Event description:
The iab was inserted into the pt on 2/2/98. On 2/3/98 after iabp for 20 hours, blood was noted in the tubing. Several "leak in iab" alarms sounded from the system 97 pump. Event complications: unknown - reported 2/9/98. Pt's current status: unk - rpt'd 2/9/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.